Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 348, 469, 240 and 314mg/dl. The customer's expected fasting blood glucose test result range is 115 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is not storing strips properly. The test strips are stored in the kitchen on top of the refrigerator. Customer educated on proper storage technique. Customer verbalized understanding.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter or test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 348, 469, 240 and 314mg/dl. The customer's expected fasting blood glucose test result range is 115 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 07/28/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is not storing strips properly. The test strips are stored in the kitchen on top of the refrigerator. Customer educated on proper storage technique. Customer verbalized understanding.